Event description:
Chest x-ray taken on (B)(6) 2022 at 0835 radiologist dictated that a 6mm ovoid density of left upper quadrant-possibility artifactual. Close attention on follow-up imaging is advised. Subsequent x-rays x-ray (B)(6) 2022 at 1103 small metallic density projects over the left upper quadrant. X-ray (B)(6) 2022 at 0859 4mm metallic density, now seen within the right lower quadrant. X-ray (B)(6) 2022 at 1716 5mm rectangular metallic density again projected over the right lower quadrant of the abdomen likely in large or small bowel. X-ray (B)(6) 2022 at 0959 persistent small metallic density in the right lower quadrant. X-ray (B)(6) 2022 at 0902 previously noted metallic density is no longer visualized. Metallic object was seen in the infants stool. The size of the metallic object appears to be the same as the neo-fit neonatal endotracheal tube grip metal clip tab. An x-ray was taken of a tab to compare to the infants x-ray. The chart was reviewed, first x-ray for tube placement on (B)(6) 2022 the metallic object was not seen. There was 4 other x-rays done that did not show the object, on day (B)(6) 2022 it appeared. The infants et tube was adjusted multiple times and the neo-fit was replaced between (B)(6) 2022. No one notified if a piece of the metal clip broke off and ended up in the infants esophagus. FDA safety report ID# (B)(4).